Event description:
Consumer claims to have had his ears pierced at a retail vendor with the inverness system in 2003. Sought medical attention for redness and swelling at the piercing site in 01/2004. Oral antibiotics were prescribed at that time. Sought medical attention again in 01/2004 and was admitted to the hospital at that time in 01/2004 an incision and drainage was performed and i.v. Antibiotics were administered. A repeat incison and drainage was performed four days later and i.v. Antibiotics were continued. She was discharged, after three days and oral antibiotics were prescribed.